Manufacturer narrative:
The scope was sent to an independent laboratory for microbial testing. The scope's air/water and instrument / suction channels were cultured and tested positive for bacillus idriensis. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a device evaluation. Olympus performed a visual inspection was performed on the returned scope. An olympus boroscope was used to inspect the scopes channels and found tear marks on the biopsy channel wall at the bending section side. . The tear and scrape marks within the biopsy channel can occur when an open or broken instrument, such as a forcep, is inserted into the channel. There were no signs of foreign material or stains in the biopsy channel, biopsy port, suction port, insertion tube, on the bending section cover, bending section cover glue, distal end cover, light guide lens/glue, and objective lens/glue. The bending section cover glue is discolored on both ends. The scope failed the leak test due to a large leak from the light guide cover glass. The scope has a resale date of march 29 2015 and was last refurbished (28d) on september 6 2017.

Manufacturer narrative:
The scope was returned and is currently pending a physical evaluation and microbial testing. The scope will be sent to an independent laboratory for microbial testing.

Event description:
The service center was informed that the scope cultured positive for microbial growth multiple times after reprocessing. The user facility reported that on (B)(6) 2019 the scope was positive for one colony glucose non-fermenting gram negative rod isolated from a combined sample of the biopsy channel and elevator recess. The culture results on (B)(6) 2019 was positive for candida species from a combined sample of the biopsy channel and elevator recess. On (B)(6) 2019 the culture results was positive for one colony glucose non-fermenting gram negative rod from sample obtained of the suction channel. The facility states the scope¿s biopsy and suction channel were cultured using the cdc guidelines for duodenoscope surveillance sampling and culturing. There are no associated patient infections. In addition, the user facility reported that pre-cleaning being performed immediately after a procedure. Rapicide pa ¿ a and b are the cleaning and disinfectant solutions used with the endoscope. The endoscope is being leak tested prior to manual cleaning using a veriscan lt leak tester. The endoscope channel being brushed during manual cleaning with a single use brush (model unknown). The endoscope is then placed in the meditvator dsd edge aer for reprocessing. The minimum effective concentration being checked after every use. The endoscope is being stored in ventilated scope cabinet. There have been no problems noted with the aer. The last date of reprocessing in-service conducted by an endoscopy support specialist was on may 5, 2019. There has been no changes in the facilities reprocessing personnel since the last on-site visit. All facility's reprocessing personnel are trained on how to properly reprocess an endoscope.